Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a patient with grade one diffuse lamellar keratitis one day following uneventful lasik treatment. A flap lift and irrigation was performed three days post treatment. At one month post treatment the patients eyes were noted as clear. Additional information will be provided by facility as it becomes available. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior to and after the date of treatment. Log file review shows all laser system functions were within specifications for the respective treatment. There is no indication a device malfunction caused or contributed to the reported event. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).